Event description:
The customer reported a loss of data. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced. The system was then found to be operating as intended.